Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 35 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 devices were not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status 11 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 13 devices were found to be affected by corrosion. 8 devices were found to be affected by compromised lubrication. 1 device was found to be affected by worn internal components. 5 devices had no problem found.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 35 previously reported events are included in this follow-up record. Product return status 29 devices were received. 6 devices were not available for evaluation. Event confirmation status 11 reported events were confirmed. 18 reported events were not confirmed. Evaluation results 13 devices were found to be affected by corrosion. 8 devices were found to be affected by compromised lubrication. 1 device was found to be affected by worn internal components. 7 devices had no problem found.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 35 previously reported events are included in this follow-up record. Product return status 27 devices were received. 2 devices were not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status 11 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 11 devices were found to be affected by internal corrosion. 10 devices were found to be affected by broken down lubrication. 1 device was found to be affected by worn internal components. 5 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 35 previously reported events are included in this follow-up record. Product return status 27 devices were received. 4 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 11 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 13 devices were found to be affected by corrosion. 8 devices were found to be affected by compromised lubrication. 1 device was found to be affected by worn internal components. 5 devices had no problem found.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 35 events were reported for this quarter. Product return status: 25 devices were received. 2 devices were not available for evaluation. 8 device investigation type has not yet been determined. Event confirmation status: 11 reported events were confirmed. 14 reported events were not confirmed. Evaluation results: 13 devices were found to be affected by internal corrosion. 8 devices were found to be affected by a lubrication problem. 4 devices had no problem found. Additional information: 35 devices were not labeled for single-use. 35 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had the patient receive a burn.